Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that short runs of consecutive's vt/pvcs were observed as a bigeminal rhythm and labeled at svt. Patient was asymptomatic. The physician elected to not make any changes.